Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown," "inflammation/ irritation," and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, inflammation/ irritation, and seroma-late.

Event description:
Patient representative reported insufficient information. Patient representative later reported "hypersensitivity on the nipples", "intense pain in the breasts", "radial folds", "small liquid around the breast implants" via MRI, "capsular contracture", "chronic mastalgy", "mastitis", "inflammation with secretion", "patient thought that the symptoms could be related to bia-alcl, after doing a research about it, and became desperate", "breasts consisting of partially liposubstituted fibroglandular tissue", "silicone breast implants in bilateral retroglandular topography, with some radial folds and a small amount of surrounding fluid" via MRI. This record is for the left side. Device was explanted.